Manufacturer narrative:
A field service technician visited the consumer on (B)(4) 2014 at which time the consumer indicated she " fell and something cut her leg but wasn't sure what cut her leg". The field service technician added caps to the bolts to the armrests as a courtesy to the consumer.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she had an accident on her jazzy power chair after having a seizure and falling out of the chair. Consumer alleges that she woke up and had a huge cut on her leg that required stitches. Consumer alleges this was caused by bolts on her chair with no covering.

Event description:
Consumer alleges she had an accident on her jazzy power chair after having a seizure and falling out of the chair. Consumer alleges that she woke up and had a huge cut on her leg that required stitches. Consumer alleges this was caused by bolts on her chair with no covering.